Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event: date of death is estimated as the date of death was not provided.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for implant. The implant depth at deployment was noted to be 3mm. The implant depth at release was noted to be 2mm. The valve was under deployed at the level of the non-coronary cusp. The valve migrated after post dilatation. The migrated valve did not block a coronary artery. The valve was snared and a 2nd - 27mm navitor valve was implanted. An aortic dissection was detected on CT. It was noted that the snared valve perforated the aortic wall. The patient suffered a cardiac arrest due to tamponade and passed away. The date and time the patient passed away was not provided. Patient's condition prior to implant was noted as frail. It was noted that there was sufficient calcium to allow anchoring of the device. There was no tension in the delivery system at the time of final deployment.

Manufacturer narrative:
An event of valve migration, cardiac tamponade, aortic dissection, and patient death was reported. Information from the field indicated that there was sufficient calcium to allow anchoring of the device. The field indicated that post dilatation was done, no additional details of the balloon or dilation procedure were provided. The field indicates that the navitor was implanted 3 mm which migrated to 2 mm. The valve was felt to be ¿under-deployed¿ under the non-coronary cusp. Information from the field indicated that there was no interaction between the delivery system and the deployed valve and there were no deployment difficulties encountered during the procedure. Abbott requested for the imaging and operative notes but this was not provided by field. Based on the information from the field, the device was embolized out of the aortic annulus; it was snared and pulled out of the aortic root to allow for deployment of a second navitor 27 mm device, an aortic dissection was identified on a CT scan, and interpreted to be due to the snared valve. The likely cause of death was caused by snaring and pulling the embolized device into the ascending aorta, leading to aortic wall injury/dissection and eventual pericardial tamponade. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, " once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."b2: date of death corrected. D4: lot# corrected.

Event description:
Subsequent to the previously filed report, additional information was received: the patient suffered a cardiac arrest due to tamponade and passed away on (B)(6) 2023.